Event description:
During a clinical study of the matrix soft - helical coil the aneurysm was adequately embolized. Good occlusion was achieved and both p1 arteries patent post-procedure. Pt became hemiplegic during the night due to a posterior infarction that caused a thrombus in one of the p1 arteries. An intra-arterial lysis was immediately performed injecting rtpa into the top of the basilar intact. Over the weekend the pt was slowly recovering from the hemiplegia but still had a hemiparesis. Clinical outcome: residual acp infarction. Pt status: permanently disabling. Additional information was received regarding the pt's status through a company rep: who "checked with staff but they do not know about the actual status of the pt as they have been transfered to rehabilitation. However their clinical status improved a lot during the days following the incident."